Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. Visual inspection of the returned device observed a dented overlay. Functional evaluation revealed the unit fails to power on correctly, screens all show zeros, unit continually alarms, and leds turn on and off intermittently. The complaint is confirmed and the root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include connecting a shorted or defective rf wand which could result in damage to the rf pcb. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, "the vulcan generator" had an unspecified malfunction. No case reported; therefore, there was no patient involvement. No further information is available. Results of investigation have concluded that this unit fails to power on correctly. No power could lead the physician to provide an alternative treatment plan. This makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.